Manufacturer narrative:
.

Event description:
On (B)(6) 2020, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the trunk-ipsilateral leg was implanted below the left renal artery, angiography showed a proximal type I endoleak. As a treatment, aortic extender(pla280300j/20154395)was implanted in the proximal neck, but it was confirmed that pla280300j unintentionally covered the left renal artery by approximately 1-2mm. An expresssd (5 mm x 19 mm) stent was additionally placed in the left renal artery. Blood flow to the left renal artery was restored and the type I endoleak was resolved. The patient tolerated the procedure.